Event description:
It was reported that the patient had an inappropriate shock due to oversensing. The patent stated she was not doing anything at the time of the shock. The patient will do a latitude follow-up and consult her physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. No knew system was implanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing. The patent stated she was not doing anything at the time of the shock. The patient will do a latitude follow-up and consult her physician. There were no additional adverse patient effects. The system remains implanted.